Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. IFU states: always keep a spare controller and fully charged spare batteries available at all times in case of an emergency, beyond the two (2) power sources that are currently connected to the controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is 3 of 3 reports (3007042319-2015-02148 and 02149 and 02150) submitted for devices related to the same patient.

Event description:
It was reported from (B)(6) by medical personnel that a patient experienced power switching "always" from port 1 of the controller. The controller was exchanged with no reported consequences or impact to the patient. No additional information was provided. Investigation ongoing. This MFR report is 3 of 3 related to the same event.

Manufacturer narrative:
No testing was performed on the devices (B)(4). Based on the results of the previous manufacturer's internal investigation, field actions and changes to the battery internal cell supplier, no additional investigation of this event is required at this time. The most likely cause of the reported event can be attributed to faulty internal cells within the battery pack. The most likely root cause of the reported power switching event may be a combination of a communication error between the controller and batteries and six batteries with the potential to malfunction due to faulty internal cells. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is 1 of 3 reports (3007042319-2015-02148 and 02149 and 02150) submitted for devices related to the same patient.